Manufacturer narrative:
Continuation of medical devices: 4011 lead implanted: unknown.

Event description:
It was reported that the right atrial (ra) lead had fractured. The ra lead was inactivated and replaced. The ra lead was later explanted to make room for a new system. No patient complications have been reported as a result of this event.